Manufacturer narrative:
Device evaluation. One device was returned for evaluation. On visual inspection a portion of the seal was missing which lead to a lack of sterility. The complaint is confirmed. The root cause of the failure is due to the pouch being put into the sealer in the incorrect direction. Operators will be retrained as a corrective action. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and no similar complaints for this lot number were found.

Manufacturer narrative:
One device returned for evaluation. The evaluation is currently in process. A follow up report will be submitted when the evaluation has been completed.

Event description:
The distributor reported a defect in the packaging. This was identified during their initial inspection of received product. The device was not sent to a user facility.